Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock came loose and slipped and sometimes broke. The patient concerned about this happening in public because that would be a very uncomfortable situation. Per customer via phone on (B)(6) 2021, stated there were one statlock broken and two statlocks were came loose and slipped.

Event description:
It was reported that the statlock came loose and slipped and sometimes broke. The patient concerned about this happening in public because that would be a very uncomfortable situation. Per customer via phone on 12apr2021, stated there were one statlock broken and two statlocks were came loose and slipped.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.